Event description:
Reporter alleges their pt was on their scooter driving across a street when they were struck by a vehicle who was passing out another vehicle. It was reported their mother passed away from injuries sustained in the accident.